Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infiltrative keratitis, peripheral only, on both eyes (ou). The surgery noted this is not diffuse lamellar keratitis (dlk). The patient had commented on some haze. There was no indication of loss of best corrected visual acuity (bcva). Topical steroid dosage was increased. Patient reported symptoms are not interfering with daily activities.bcva from (B)(6) 2017: right eye pre-op 20/20 -2.25 x -.50 x 170, left eye pre-op 20/20 -2.25 x .00 x 90.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.